Manufacturer narrative:
Due to character limit in block e1 event site full name is care institute of medical sciences. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) experienced an autofill failure. No one was harmed onsite.

Event description:
It was reported during routine check that the cs100 intra-aortic balloon pump (iabp) experienced an autofill failure. No patient was involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, e1 (event site email, initial reporter, event site telephone), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse checked the machine and found that vacuum not generate from the compressor after checked compressor found that 5000 hrs pm kit get defective so it need to be replace with new one also safety disc not replace long time. Its also need to be replace. Safety disk & 5000hr. Pm kit needs to be replaced. Later, customer repaired locally and requested fse to check functioning of the machine, during inspection of the unit all parameter are found ok and performed calibration and functional test of unit, it working fine.